Event description:
Customer called on (B)(6) 2011 reporting that the electrolytes injection cup (eic) of their synchron lx20 clinical chemistry system has overflowed. Customer technical support (cts) assisted customer with troubleshooting and directed the customer to remove the top of the eic but no clots or other obstructions were found. Cts also instructed customer to remove the eic valves for inspection but again no obstructions were observed. Customer stated to cts that the ion-selective electrodes (ise) module was disabled but when the ise module was enabled, the eic overflows. Customer had called a day before reporting of a leaking reagent probe b and syringe motion errors on (B)(6) 2011. Please see medwatch #2050012-2012-00198 for the report of the event which occurred on (B)(6) 2011. Customer had been waiting for service on the instrument to address the leaking reagent probe b and syringe motion errors due to a "bad" smart module when this call was made on (B)(6) 2011. Upon arrival, field service engineer (fse) noted of low reagent level issues in all cup modules and the overflow in the eic. Fse proceeded to replace the smart module, lubricated the shaft and primed the instrument several times without any problems noted. Fse also observed that the mc probe height alignments were out and performed the necessary height alignments. Calibration and qc were then performed and all results had passed without any further issues. Root cause for the eic overflow is unknown but issue had been resolved through service.

Manufacturer narrative:
(B)(4).